Event description:
On 2/16/1998 pt admitted with acute renal failure. Quinton catheter placed for dialysis. Pt was dialyzed times 6 prior to discharge with no problems related to catheter. Pt discharged to a nursing facility 2/18/1998. On 3/25/1998 the dialysis nurse noted cracked retaining wing on subclavian quinton catheter used for renal dialysis. Sutures on wings intact. Physician informed and scheduled appointment for placement of permanent access device. On 3/27/1998 the catheter fell out during dialysis causing approximate 50cc blood loss. Emergency replacement procedure scheduled and performed without incident.